Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
As per the customer, the patient underwent gastrostomy on (B)(6) 2019 and from (B)(6) 2019, the patient was on feeding. On (B)(6) 2019, the nurse reported that, feeding and hydration was started with the tubing. The pump was ringing and restarted several times and stopped each time by sounding occlusion. The nurse has checked the connection, rinsed the tubing, relaunched and tested all the parameters. The tubing with the same batch was changed and the pump was started again but, it was sounded occlusion. On (B)(6) 2019, another pump was power installed, when the nurse passed the water, the water went through the tubing without any issues, but as soon as the feed begins to pass, the pump did sound occlusion. The pump was restarted several times. The onsite nurse has changed the tubing with a different lot number. Later, the health care professional (hcp)checked the tubing and the feed was running smoothly without any issues. There was no patient harm or medical intervention required. Additional information received from the customer stated that the nurse was getting an error code with the pump set. The pump has been changed and discovered that there was a leak within the pump set. The customer further stated that there was no issue with the pump itself.